Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2015 that there was a lack of stim sensation which was sudden. The therapy was on. The patient could feel stim until 2am but he woke up and stim was on 0.0v and he could not feel anything. He had taken the external neurostimulator (ens) out of its belt and out it in his pocket instead. Patient services had him turn stim on and increase to 4.3v, the level he was before he went to bed. He could not feel anything. He changed to the other lead and still could not feel anything. He had increased to 8.0v on both sides before the report and did not feel anything. There was no efficacy as of the time of report. The patient followed the emergency shut off procedure; he held the button on the ens for 10 seconds and then turned it back on. Additional information received from the manufacturer representative (rep) on 2015-12-15 reported that the patient was able to re-establish stimulation although it was a very light sensation. The patient had extreme mobility issues, which the rep believed impacted the potential lead migration as well. However, the patient did get the device to turn back on and increased amplitude. The patient was moving forward with an advanced evaluation per their health care professional (hcp). The evaluation would most likely be scheduled in (B)(6) of 2016. If additional information is received, the event will be updated.